Event description:
The hosp staff attempted to use the device to administer a defibrillator shock to a pt diagnosed in cardiac arrest. The device allegedly failed to delivery energy to the pt. A backup defibrillator was made available and used to administer several shocks to the pt. The pt was not resuscitated. The reporter indicated the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition and the use of a backup defibrillator.